Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted; however, a force test was performed, and the force related to an internal dimension of the cartridge measured low and not within specifications. (B)(6).

Event description:
The cartridge was returned for investigation. Investigation revealed a low overall force for the cartridge due to an internal dimension that did not measure within specifications. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
(B)(4)